Event description:
It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, only the connector portion of the lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction ¿ b5 - describe event or problem ¿ initial MDR submitted on jun 5, 2025, was missing some information, this has been updated in the report.

Event description:
It was reported that the patient had deceased. The cause of death was cardiopulmonary arrest. There is no known allegation from a health care professional that suggesting the death was related to any abbott products or procedures. No additional information was reported.